Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a pci procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion in the proximal circumflex artery. It was reported that the stent was unable to be deployed. No patient injury reported.